Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer was at the pool and noticed moisture around the cartridge port. While contacting tandem technical support, the customer reported blood glucose (bg) level was slightly elevated with no specific bg value prior to the alarm occurring, but stated the pump was removed temporarily when swimming. During followup with tandem technical support, the customer was able to clear the alarm and resume insulin delivery.